Event description:
Subsequent to the initial medwatch report, the additional information was obtained: the clip delivery system (cds0502 81017u171) advanced to the left atrium. Reportedly, torqueing the device was a little difficult while in the left atrium. Following, the mitraclip grasped the leaflets, however, the clip had become caught in the chordae. This was noted when the leaflets were not fully fitted or inserted into the clip. Reportedly, it is unknown exactly when the clip became caught on the chordae, and this possibly occurred during grasping. As troubleshooting, the steerable guide catheter (sgc) was moved from side to side, and shaking of the sgc. The caught mitraclip was released.

Manufacturer narrative:
Device codes: 1528 labeled. Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information provided the reported tissue damage (ruptured chordae) appears to be related to the clip caught on chordae. All available information was investigated, and the reported physical resistance and failure to adhere or bond (leaflet capture) appears to be related to patient morphology/pathology. The reported difficult to remove (clip became caught on the chordae) appears to be related to the troubleshooting maneuvers of the failure to adhere or bond in conjunction with patient anatomy. The tissue damage (ruptured chordae) appears to be related to the clip caught on chordae. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure treating functional mitral regurgitation (mr) grade 4. The patient presented with a very small left atrium, approximately 34mm. The fossa was described as very floppy and it was difficult to obtain enough height for the clip delivery system (cds). To avoid an anatomical structure, m knob was applied while straddling. One mitraclip was implanted and mr was reduced to mild; however, following implantation, there was a new small jet at the anterior commissure due to a chordal rupture. Per physician, the ruptured chordae was related to the mitraclip. The procedure was completed with one clip implanted and the procedure was deemed a success. No additional information was provided regarding this issue.